Event description:
Information received by medtronic indicated that the insulin pump had a crack at reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. Customer returned pump for alleged cosmetic damage located at the battery tube and battery cap found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, broken reservoir tube lip, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial label damage (sticker fading), and minor scratches on lcd window. Cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube and broken battery tube threads are noted. Battery cap damage is unknown due to not knowing if the returned pump came back with the original battery cap. Pump tested ok (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.